Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low results for multiple assays from the cobas 6000 c (501) module. Of the data provided only the c-reactive protein result for one patient sample was a reportable malfunction. The initial result was < 0.03 mg/dl and the repeat result was 3.18 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative replaced the sample probe which resolved the issue.